Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer questioned whether the purewick female external catheter use can cause urinary tract infection. The customer reported that her mother is prone to urinary tract infections and has experienced an increased frequency of urinary tract infections recently. Customer inquired whether there may be a correlation between the use of the purewick system and the development of urinary tract infections. Bd representative informed the customer that when the product is used as intended, in accordance with the manufacturer¿s instructions including replacing the external catheter every 8 to 12 hours or when soiled. The system is not expected to contribute to the development of urinary tract infections, particularly as it is an external device. Also advised the customer to consult with a urologist to determine the underlying cause of the urinary tract infection. A healthcare provider would be best positioned to assess whether the condition is related to product use or other clinical factors, and to recommend appropriate treatment or alternative solutions if needed. Per response note, bd representative informed that the purewick female external catheter should be changed every 8-12 hours or when the catheter is soiled with feces or blood. For the latest information, always check the instructions for use that come packaged with the product. Also advised if they are consumer seeking additional information, consult healthcare provider. It was unknown what medical intervention was provided for urinary tract infection.